Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump did not alarm "no delivery" after discovering that their sensor cannula was bent. The customer's blood glucose level was 337 mg/dl at the time of the incident. The customer did not troubleshoot the issue. The customer did not return the product back for analysis. The customer resolved the issue by changing the set.